Event description:
The customer reported via phone call that she had a blood glucose over 600 mg/dl. Customer's current blood glucose was 399 mg/dl. Customer was hospitalized on (B)(6) 2015 and put on an IV drip. Customer had hyperglycemia and treated with an injection of 10 units of insulin. Troubleshooting was performed and the customer stated that she was out of insulin. Customer will call back to complete the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.